Event description:
Customer reported via phone call, she had disconnected from the insulin pump had a big meal and forgot to bolus. She changed her set and battery and the device alarmed unexpected restart. Customer's blood glucose was 475 mg/dl. Troubleshooting was performed for the alarm and customer was advised to monitor the device. External ram crc error alarm was noted in the device alarm history and no troubleshooting was performed. The device is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.